Event description:
As reported by the user facility: over infusion. Infusion was supposed to run over a hour and a half but it took 2 hours, I reset the pump and when I started it, it was making a clicking, grinding noise, I removed the tubing and just used gravity, medication used was paclitaxel, chemo". Pump was plugged in. Ref MFR report: 9610825-2013-00301.